Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was inserted into a patient's eye, the surgeon noted that the lens had a scratch. He had inspected the lens prior to loading it in the cartridge and at that time there was not a scratch. The lens was indicated as being scratched in the cartridge. On the one day postoperative visit, the scratch did not affect the patient's vision and was noted as being out of the visual axis. The lens remains implanted. Additional information was requested.